Event description:
Medtronic rec'd info that when the holder was being released form this annuloplasty band, it stuck on the left side. It was reported that a blade was used to remove the holder from the annuloplasty device and two sutures were inadvertently torn from the pt's annulus resulting in a tear of the annulus. The tear was repaired with a stitch and there were no adverse pt effects.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.